Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer changed pump supplies to address the issues. Customers blood glucose was 129 mg/dl.